Event description:
On 6/may/2025, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with an outpatient clinic pd registered nurse, it was reported this patient went straight to the emergency department on 28/apr/2025 with abdominal pain. No further information was available at the time of follow-up. Further follow-up attempts were made to acquire additional details concerning this patient¿s infection and hospitalization; however, no additional information was obtained. In the intake, it was reported that the patient had severe stomach cramping that worsened and prompted hospitalization. The patient was in the hospital for about a week, and he recovered. There was no indication this event was related to the use or performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation that a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis and associated hospitalization.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown whether a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by severe abdominal pain and/or cramping. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection cannot be determined with the information provided. Peritonitis infections are predominantly caused by nonadherence to asepsis through touch contamination during pd treatments. Regardless, in the absence of the required information, a root cause or contributor to this patient¿s adverse event cannot be determined. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency, or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On 6/may/2025, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with an outpatient clinic pd registered nurse, it was reported this patient went straight to the emergency department on (B)(6) 2025 with abdominal pain. No further information was available at the time of follow-up. Further follow-up attempts were made to acquire additional details concerning this patient¿s infection and hospitalization; however, no additional information was obtained. In the intake, it was reported that the patient had severe stomach cramping that worsened and prompted hospitalization. The patient was in the hospital for about a week, and he recovered. There was no indication this event was related to the use or performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation that a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis and associated hospitalization.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane a (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.